Manufacturer narrative:
As part of our investigation, on 13may2021, an olympus field service engineer (fse) was dispatched to the user facility to inspect the oer-pro. The fse and customer confirmed that the black debris on the scope was from the oer-pro hose that was falling apart. The fse installed a new hoses, printer door and front door latch. On 14may2021 the fse was able to run three cycles successfully with no black debris noted in the basin or drain port mesh filter. The fse discussed with customer that unit was safe to use. The customer will monitoring each cycle to ensure no reoccurrence of black debris. Two of the oer-pro hoses remain on backorder these were being replaced as a precautionary effort. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The service center was informed that debris were found in the basin and mesh filters. The customer reported that the endoscopes reprocessed in oer-pro were used on patients. In one case, they found black debris, potentially from this oer-pro on the lens of the endoscope. The doctor withdrew the scope and collected the debris for analysis. No debris fell into the patient. It was reported there was no patient impact and the doctor would continue to monitor the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the hose installed in the subject equipment peeled off by deterioration from long term use which may have caused black debris at reprocessing. As mentioned at chapter 8 troubleshooting and repair in instructions for use, if any irregularity is detected during an inspection, do not use equipment and contact olympus. Olympus will continue to monitor field performance for this device.